Event description:
It was reported to medical records that this lead was explanted on (B)(6) 2012. The lead was fractured and had noise with rising thresholds, no changes in impedance. The procedure took place at (B)(6) hospital with dr. (B)(6). The lead was implanted on (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).